Manufacturer narrative:
(B)(4). Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. Unit received with intermittent buttons due to moisture damage at keypad traces. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with stained end cap sticker. Unit received with minor scratched display window and case.

Event description:
The customer's parent reported via phone call that the customer was sent to the emergency room due to a high blood glucose level of over 600mg/dl. The customer's parent stated that when the customer got home from the movies, the insulin pump froze up and she experienced the high blood glucose level. Button error/keypad anomaly troubleshooting was performed. The customer's parent stated that the keypad was unresponsive. The customer's parent stated that there was no significant event leading to the keypad issues. Customer's parent also stated that they could not remember if the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.